Event description:
After 3 months, the hemosplit fractured and migrated to heart. Both pieces were retrieved.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unk. The hemosplit catheter was received in two segments. The catheter broke at the distal end of the surecuff. The cross sections of the adjoining ends of the catheter were microscopically examined and the surfaces were noted to be rough and granular, which is indicative of a break. The biobloc coating was still intact on the catheter. A suture was tied around the d/l tubing 0.3" distal to the bifurcation. The exact cause of the reported incident is unk. No defects related to the manufacturing process were noted on the complaint sample. A chr was not completed since the lot info was not provided by the complainant.